Event description:
It was reported that during a meniscal repair using fast-fix 360 curved ndl delivery system the second did not deploy. It was confirmed that no implants were left behind unsupported. There was a 15 minute procedural delay. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed no suture or ts remain on the insertion needle. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Visual assessment of sample (b) showed t1 is free from the insertion needle. The actuator is in its pre t2 deployment position indicating a deployment of t1 took place. The device was functionally tested for proper actuator advancement, cycling and deployment and functioned as intended. Reported complaint of t2 non-deployment could not be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).